Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assembly for evaluation. As of (B)(4) 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: received the front panel p/n 16558 s/n (B)(4) on rga# (B)(4), installed into a known good device p/n 16532-00 s/n (B)(4). Powered on the device in the user verification test (uvt)mode to perform touchscreen calibration per the device's service manual p/n l2859-1010 section 6 2 3, note could not perform touchscreen calibration due to screen calibration drift. Calibration had drifted up vertically, therefore when trying to select main on touchscreen the waveform scale is selected, unable to enter calibration menu screen. Reported problem was duplicated touchscreen not responding correctly and can't access calibration menu. Removed touchscreen assembly p/n 22523 and performed a visual inspection under the microscope. Note problem was isolated to crack on the trace of pin # 8 of touchscreen close to the edge of the glass. Findings/root-cause: problem was duplicated and isolated to crack on trace #8 of touchscreen assembly p/n 22523 rev. B s/n (B)(4).

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a representative of the foreign distributor. "No patient involvement vela respirator has fault touch screen problem. Touch screen is not responding partly when touch and it's not possible to perform touch screen calibration test."